Manufacturer narrative:
The lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted lead found it to be satisfactory.

Event description:
A report was received that the patient's paddle lead would be explanted. It had previously been reported in MFR report # 3006630150-2011-01259 that the patient was completely explanted due to infection but it has been clarified that the lead remained implanted in the patient. The physician explanted the lead due to the same infection.